Event description:
Breaks were observed upon thawing on the side of the bag. Breakage occured during infusion. The physician agreed to continue the infusion. A sterility test was performed and came out negative. The customer did not use an overwrap bag to stabilize the bag and enable rescue of the frozen material. More relevant in this case is that probably a scissor clamp was used to hold the bag, what caused the edges oto break. This is the second complaint for this lot with a incident rate of 0.01%.